Event description:
It was reported that the patient faced an event on (B)(6) 2026 where the patient did not fill the cannula dead space after removing introducer needle which led to air trapping. This led to occlusion and high blood glucose level and managed it via insulin pump.

Manufacturer narrative:
E1: event country: name: medtronic minimed country: united states of america street address: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.